Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to blank display. The motor was tested outside the device and passed motor test. The insulin pump has minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error. No further info provided.